Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. Device's log files were not unloaded. According to the information received from our field service engineer (fse), the pressure transducer printed circuit board, was found faulty and required replacement. After replacement of the pressure transducer printed circuit board, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).